Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using the subject device, the image was dark. There was no harm or injury reported.

Event description:
It was reported that while using the subject device, the image was dark. The issue was found prior to a laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is blurry, and the font cannot be distinguished, component malfunction failure of the insertion part, component failure of the light bundle as it was severely dark. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported malfunction: component failure. A definitive root cause could not be identified for the blurry image and the font not be distinguished, component malfunction failure of the insertion part, and component failure of the light bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.